Event description:
A malfunction alarm identified as malfunction code 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and advised that the customer could continue using the pump. The customer was instructed to report if the malfunction code recurs, which they acknowledged and understood.